Manufacturer narrative:
E. Initial reporter event site name: (B)(6).

Event description:
It was reported by the fse that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Helium leak was present. There was no patient involvement reported. No harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the helium assembly (0119-000208). Product passed all functional and safety tests per manufacturer specifications. Safety disk (0997-000985-0) was replaced due to age as part of the pm. The parts were scrapped. Completed maintenance and calibration successfully. Product passed all functional and safety tests per manufacturer specifications.